Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that the video system center was displaying a e315 error code. The customer was advised to pig tail from the 180 series scopes plugged in. They should not be hot swapping any scopes. The system should be powered down when plugging in any scope. There was no patient harm associated with the event.